Manufacturer narrative:
Additional and/or corrected data. A review of the device history record for strattice lot sp100428 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 17/apr/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional hernia¿ surgery and was implanted with strattice device on (B)(6) 2017. The patient underwent a revision for ¿small bowel obstruction, recurrent incarcerated ventral hernia, extensive lysis of adhesions, resection of small bowel, multiple hernia defects¿ on (B)(6)2020. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿recurrence, fibrosis, fat necrosis, pain, emotional distress, adhesions, small bowel obstruction. Stomach is still scarred, which won't heal, still dealing with stomach pain. Hernia was not fully repaired which now caused larger hernia and pain. Emotional distress.¿ the form lists the conditions that were treated were ¿hernia, pain¿ with approximate dates of treatment between (B)(6)2017. The patient also received treatment for ¿recurrent hernia, small bowel obstruction, adhesions, pain¿ with approximate dates of treatment between (B)(6) 2020.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.